Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the breakage of the monomer ampoule was noticed when the package was opened.

Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned and no photographs were provided. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, breakage of the monomer ampoule was noticed when the package was opened. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
It was reported that the breakage of the monomer ampoule was noticed when the package was opened.